Manufacturer narrative:
The patient age, sex, and weight were not provided. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the graft was implanted in the patient. It was reported that two pseudoaneurysms formed. One pseudoaneurysm occurred on the artery side and the other was on the vein side. It was about 7 mm in size on the artery side and about 10 mm in size on the vein side. According to the doctor, the pseudoaneurysm on the artery side could have been caused by a puncture in the moment of dialysis. But, the pseudoaneurysm on the vein side was about 30 mm away from the puncture point. The doctor suspected that the graft had damage from the beginning. The graft has not been explanted from the patient. No further information was provided.

Manufacturer narrative:
Manufactures investigation conclusion: the reported event was inconclusive as no product was returned for evaluation. The customer reported that a patient approximately 22 days post-implant had pseudo-aneurysms on their vectra graft. Two pseudo-aneurysms were reported. One was located on near the dialysis cannulation region (on the arterial side of the anastomosis). The second pseudo-aneurysm was located approximately 30 mm distal to the site (on the venous side of the anastomosis). A tunneler was used during surgery. The implant was unremarkable; there was no damage to the graft reported. The graft was not explanted or revised and remains in use. No product was returned for evaluation. A specific cause for the reported pseudo-aneurysms could not conclusively be determined. Possible complications associated with vectra graft implants are addressed in the vectra vag instructions for user and associated risk assessment documents. No further information was provided. The manufacturer is closing the file on this event.